Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on the correct way to press the button and assisted with removing the pump from its case, which led to successful functioning. Additionally, email issues for software update training were resolved by resending the necessary information, which the caller then received.